Event description:
The pt performed a blood glucose test on the suspect device and obtained a reading of approximately 165mg/dl. Pt thought their blood glucose was okay at 9:00am when pt tested. Pt took their meds at 6:30am. At 9:30am while driving pt blacked out and had a car accident. Emergency medical technician's tested pt's blood glucose level at the accident scene and the result was 140mg/dl on their meter.